Event description:
Defibrillator would not dischargedevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.